Event description:
Caller reported lancet protruding from multiclix lancing device cap. No adverse event reported. A request was made for the return of the device.

Manufacturer narrative:
The event occurred in (B)(6): the year is the only known part of manufacture date. We have defaulted to the first of the year.